Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer reports experiencing accuracy issues with her plink meter. Analysis run on clark error grid using competitive meter reading (151) as ref. Point vs. Bd readings (29, 106) yielded data points in the c range of the grid, outside of acceptable limits.